Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle broke. The customer¿s blood glucose was 5.6 mmol/ l at the time of the incident. The customer reported that they had 2 sensors with issues. One didn't blink and the other had a needle break. The sensor will not be returned for analysis.